Manufacturer narrative:
Unit alarmed compromised force sensor during the prime/delivery test at 4.0 pound due to faulty force sensor resistor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to compromised force sensor alarm. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap was normal. Customer's blood glucose was 108 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.